Event description:
My baby has an amt g-jet. He gets j feeds but we occasionally give small belly feeds to keep his digestive system used to getting a normal fed stomach instead of the jejunum. I was giving a small feed of formula into stomach of 20 ml. I go to hook up the syringe to it and I noticed the g port connector was laying on the floor. The other part was stuck in his stomach and causing contents to pour out fast. His dad was able to get it out with tweezers- we are learning how to get it out now because this has happened like 25 times at least. 5 times resulting in surgery to replace the whole device. The j connectors have never broken once but they're not a cheap quality material like the g connectors. Other people reporting the same issue as me- always the gs breaking and getting stuck in port and never the j ones breaking. Additional information received from reporter on 07/10/2026 for report number mw5190312 to update b5 information, images, event date, lot number, expiry date, and procode. Procode: pif.

Event description:
Additional information received from reporter on 07/10/2026 for report number mw5190312 to update b5 information, images, event date, lot number, expiry date. I was at planet fitness and my mom called me that his g port extension to his amt g jet was laying broken in the bassinet so I rushed back. Thankfully we got it out the broken part out of the g port with tweezers. If we can't get these out he has to go to ER, will get skin burns from acid and content pouring out quickly, and if they can't remove it he has to get transported by ambulance to a (B)(6) hospital to get a whole new tube replaced.

Event description:
Additional information received from reporter on 07/09/2026 for report number mw5190312 to update b5 information. I am submitting this report to raise a serious safety concern and request review of possible regulatory misconduct involving the amt g-jet enteral feeding system extension sets (12¿ right-angle feeding set with dual enfit y-port, reference: 6-1222-isosaf), specifically repeated failure of the g-port connectors. My infant son has experienced frequent and recurring breakage of the g-port connectors, occurring multiple times per week. The j-port connectors have not shown the same failure pattern. These repeated malfunctions have directly interfered with safe delivery of enteral nutrition and medications and have resulted in repeated hospitalizations and emergent medical interventions, including multiple surgeries. During a phone conversation with amt, I was informed that the company attributes the connector failures to interactions with medications administered through the device. This raises concern because the device is intended for administration of both enteral nutrition and medications through these connectors. If standard medications are contributing to device degradation under normal intended use, this may indicate a potential design or material compatibility issue and raises questions about adequate design validation, risk assessment, and labeling. I am also requesting FDA review of whether this issue may reflect a potential failure to follow quality system requirements, including whether the device materials were appropriately validated for real-world clinical use conditions and whether known failure modes have been adequately addressed. Additionally, I request review of whether these repeated connector failures have been appropriately reported to the FDA as required adverse events. Based on patient reports and caregiver discussions, similar g-port connector failures appear to have been occurring for approximately 8 years, suggesting a possible long-term pattern rather than isolated incidents. Despite ongoing reports from patients and caregivers, there does not appear to have been an effective corrective action or recall that has resolved this issue in clinical use. I am requesting FDA review of whether adequate investigation, corrective action, or post-market surveillance has been performed in response to these recurring failures. These failures have caused significant patient harm in my child¿s case, including repeated hospitalizations and emergent surgeries, and represent a high-risk interruption of lifesustaining medical care. Pt: 4581. Device: 1506, 2975.

Event description:
I did not put a date above because it happens 1-3 times per week. My baby and other children who have amt g -jet tubes are suffering because the g connectors break and get stuck inside the g port. This puts my baby in the hospital at least once weekly and he's had 5+ surgeries to get these replaced. The j connectors have never broke once but they are made with another material that is way more durable. I don't know what tests to provide because it has happened so much. Contact (B)(6) medicine or (B)(6) about test results around these times of connector failures.